Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an unspecified reason. The pressure regulating balloon (prb) and pump components of the existing aus were explanted and replaced with new components. The explanted components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.